Event description:
Patient has fallen out of bed more than once. (B)(6) could only verify the most recent fall. Could not supply witness names. Advised the adon may have more information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).